Event description:
It was reported that a patient presented with decrease in vision due to asymmetric lens vault approximately 1 weeks post implant. The lens was explanted and patient's current status is good. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.